Manufacturer narrative:
Analysis of the fiber revealed three separate fiber components which became disassembled due to a break in the fiber at a point within the blue connector towards the front end of the heat shrink where the sma pin is attached on the proximal end of the fiber. The presence of charring on the heat shrink and on the separated sma pin indicates the fiber components were weakened and later separated due to a break which occurred while laser energy was being applied. The charring on the heat shrink was likely caused by a laser energy beam that was larger than the core of the fiber, which in turn likely caused the noted fiber failure caused by recessed ferrule and core. These symptoms indicate that the fiber was likely reprocessed incorrectly. The recession of the ferrule into the sma pin which changed the focal point of the incoming laser energy that resulted in the break, and separation of the fiber components. Such an issue can be caused by an adhesive failure which can occur when the fiber is exposed to excessive heat over 132 c during reprocessing. The rfid scan indicated that the fiber was 100% tested and functional during routine production testing at dmta on 11/09/15. Also, the fiber rfid scan indicated six uses on a dornier rfid enabled laser out in the field which also demonstrates that it is very unlikely there were any manufacturing faults with the fiber. It is also unknown why the customer provided the incorrect lot number. The fiber likely failed due to user mishandling during reprocessing.

Event description:
"Reusable fiber for example after few used less than 5 (fiber is for 10 procedure(s)) was broken, thermal broken on connector side like on picture."